Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an axios electrocautery-enhanced stent and delivery system were to be used during a gall bladder drainage procedure performed on (B)(6) 2016. Reportedly, the procedure had been indicated due to the occlusion of a non-bsc uncovered biliary stent, which had been previously placed in the common bile duct. According to the complainant, during the procedure, the physician successfully deployed the distal flange into the gall bladder. However, when the second flange was deployed, it migrated into the duodenal wall. When the physician attempted to reposition the stent, it migrated into the patient's peritoneum. The patient was sent to surgery. It is unknown whether or not the axios stent was removed from the patient during this surgery. The patient was later placed into hospice care. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.